Event description:
The mounting bolt in the pivot block assembly backed out allowing the monitor to fall. The rn suffered a contusion on their left elbow due to the monitor falling. The monitors and accessories weighed 85.5 pounds. The hill-rom manual indicates the maximum load for unit is 80 pounds.